Event description:
Customer states within one minute blood glucose values obtained on the same device of 111 and 245mg/dl. No controls run with event. No adverse event reported. Return requested of suspect device and replacement sent.